Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit the blower shuts self-off at end of extended self-test (est) or while in ventilation mode. Customer also reported that failure only occurs when unit is closed. The customer reported there was no patient involvement.

Manufacturer narrative:
No patient details/information has been provided. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.